Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (1000mcg/ml at 545mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient's pump flipped a lot over the past few months. The date (B)(6) 2021 is considered an approximate date of event (specific year known only). Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the physician noted that the pump probably needed to be sutured back down again. The patient underwent a pocket revision procedure. The catheter was aspirated and the provider noted that the pump was flipped in the pocket. The pump was sutured back in and they had made the pocket smaller. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were unknown.